Event description:
It was reported that during a percutaneous coronary intervention, a balloon rupture occurred. The 90% stenosed lesion with calcification was located in the severely tortuous distal left circumflex. After placing the unk guidewire, the 2.50 x 15 mm apex otw balloon was introduced over the guidewire with some resistance. When it reached it's target lesion it was inflated to 6 atmospheres; however without any resistance while inflating the balloon it was noted that the balloon ruptured. The device was removed intact. The procedure was completed with a different device. The pt status is good with no complications reported.

Manufacturer narrative:
The complaint device was not returned to bsc for analysis. The manufacturing records for this batch were reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications prior to shipment. The most probable root cause is considered operational context but the performance of the device was limited by interaction with other devices, interaction with pt anatomy or other procedural factors.